Manufacturer narrative:
H3: analysis of the ins (s/n:nmd749252h) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97792, lot# n700049, implanted: (B)(6) 2017, explanted: (B)(6) 2024 product type accessory. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024 product type lead, product ID 977a260 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturing representative (rep) was informed this is an elective explant and not issues with device or patient. Per managing np, the patient stated she hasn¿t used the scs device for many years. Device removal was scheduled for (B)(6) 2024. Additional information indicated that on (B)(6) 2019 the patient is no longer using her scs because it does not provide much relief. She says that the infusion provide her better relief. Device was explanted.

Manufacturer narrative:
The devices were returned for analysis, but analysis is not yet complete at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.